Event description:
It was reported that loss of capture was observed via a merlin.net transmission. When the patient presented in-clinic for lead revision, decreased sensing was also noted. The lead was explanted and replaced when repositioning was unsuccessful. No patient symptoms were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Device evaluation anticipated, but not yet begun.